Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure -no information. What is physicians opinion as to the etiology of or contributing factors to this event? No information. What is the patient's current status? The patient is stable and monitored. Was the hernia repair associated with this event performed on primary or recurrent hernia? Primary. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? No defect. The tucker of competitive company and sutures of nylon were used to fix the mesh. The interval of fixed point was about 1cm. The margin of mesh was over 5cm. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). No information. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? No information. Has any medical or surgical intervention been provided for the hernia recurrence? No surgical intervention was provided. Are there any photos available? Not available.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an ipom hernia procedure on (B)(6) 2015 and mesh was implanted. Post-operatively, the patient was observed regularly, but there was no indication of hernia reoccurrence. The reoccurrence of hernia was diagnosed by CT scan on (B)(6) 2016. The patient is stable and monitored. Additional information has been requested.